Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the radial artery. The non-occluded, 38x3.5mm, eccentric target lesion was located in the moderately tortuous and non-calcified right coronary artery (rca). A 3.50x38mm promus element ¿ long drug eluting stent was advanced and deployed to treat the lesion. Post stent deployment, fluoroscopy was performed and the stent was noted to be deformed distally. A 3.50x38mm promus element ¿ stent was then deployed to cover the deformed stent. No patient complications were reported and the patient's status was stable.